Manufacturer narrative:
Follow-up #1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed the keypad is peeling at the up arrow and the keypad is worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and down buttons have an intermittent response. The up and ok buttons respond properly. Removed the keypad and found the ok button contact inverted, also found contamination under all button contacts. The display lens was scratched.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.